Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. No unexpected no delivery, insulin flow blocked alarms, or prime/fill, rewind motor sound noise anomalies were noted during testing. Motor was tested outside the unit, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experience high blood glucose. The customer¿s blood glucose level was 600 mg/dl. Customer reported that the insulin pump had insulin flow block. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.